Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received unspecified error message on their reader display and was unable to obtain readings. The symptoms experienced by the customer was unknown. However the customer was unable to self treat, finger prick test was performed to check the glucose levels and was treated with a glass of coke by non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received unspecified error message on their reader display and was unable to obtain readings. The symptoms experienced by the customer was unknown. However the customer was unable to self treat, finger prick test was performed to check the glucose levels and was treated with a glass of coke by non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader powered on with the button. Connected to pc message was observed when reader was not connected to a computer. After further investigation, the reader did not display the connected to pc message anymore. Control solution testing was performed and all results were within specification. No error message was observed. Therefore, issue in not confirmed. All pertinent information available to abbott diabetes care has been submitted.